Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error: improper implant positioning possibly caused by navigation errors. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: l 1st (superior): ifuse-3d implant, p/n 7065m-90, lot# 2666641, mfd. 03/11/19, exp. 2024-03-11, gtin (B)(4). R 1st (superior): ifuse-3d implant, p/n 7065m-90, lot# 2666641, mfd. 03/11/19, exp. 2024-03-11, gtin (B)(4).

Event description:
The patient had bilateral si joint arthrodesis in (B)(6) 2019 where two implants were installed on each side. The surgeon had difficulty using navigation during the procedure as the reference frames loosened. The patient reported leg pain after the initial procedure. The surgeon determined that the superior positioned implants on each side were malpositioned and impinging on the neuroforamen. Four days after the initial procedure, the surgeon performed a revision procedure where he removed the superior positioned implant on the right side and reinstalled it on the same side using a new trajectory. He then removed the superior positioned implant on the left side a replaced it with a shorter implant of the same type in a new position on the same side. The patient's radicular pain symptoms resolved following the revision procedure.